Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room in complete heart block and experiencing dizziness. Upon device interrogation, the right ventricular lead exhibited loss of capture at maximum output in both the unipolar and bipolar configurations. A chest x-ray was obtained and no lead anomalies were observed. An external pacemaker was used to support the patient. On (B)(6) 2016 the patient presented in the operating room for a scheduled lead revision. During the procedure, it was noted that the patient's superior vena cava was occluded. The lead was capped and a temporary lead was placed. The patient was stable post procedure and was monitored in the hospital. On (B)(6) 2016 the capped right ventricular lead was explanted and replaced. The patient was in excellent condition post procedure.